Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy pd effluent. The cause of, the treatment for, and the outcome of the peritonitis was not reported. The patient was hospitalized for six days for the peritonitis event. It was not reported if extraneal therapy was ongoing. No additional information is available.

Manufacturer narrative:
Follow up information was received which clarified that the patient did not have peritonitis. The baxter disposable devices are no longer suspect products. Should additional relevant information become available, a supplemental report will be submitted.